Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). Additionally, it was determined that the twos device algorhythm had failed to withhold the shock, despite having withheld previous under similar circumstances. It was further reported that the lead sensitivity was reprogrammed. The device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). Additionally, it was determined that the twos device algorithm had failed to withhold the shock, despite having withheld previous under similar circumstances. Follow up is currently in process for additional information. The device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - 2011-(B)(6). (B)(4).